Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant medical products: 305u21 tissue valve, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure, the new device was programmed to an adaptive setting and the lead polarities switched from bipolar to unipolar when the leads were connected. The device did not pace and the patient experienced asystole. The leads were connected to analyzer cables for bipolar pacing until a new device was programmed and implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.